Event description:
Received notice of complaint concerning above product from user medwatch form filed by facility. Reports an alleged hemolysis event due to a kink in the bloodline. Reports that the patient's symptoms began approximately 2 hours into the treatment, pt complained of abdominal pain and cramping. Symptoms worsened 45 minutes later. Lines inspected, noted a kink in the "venous" line. Treatment discontinued; blood not returned to the patient; volume replaced with saline. Patient stabilized and then treatment restarted with new set up and completed without further incident. Reports that symptoms decreased somewhat. Patient was sent to local ER post treatment for evaluation; admitted with diagnosis of acute pancreatitis. 12/10- spoke with director of nursing regarding event. The director of nursing reports that the arterial line was found to be partially pinched in the dialyzer holder. Also states that the machine was functionally tested and found to be in proper working order. Reports that the patient was hospitalized for one week and was discharged with normal enzymes. The patient's enzymes have intermittently elevated and returned to normal. An abdominal computed tomography was done which showed a pseudocyst on the pancreas. The bloodline is available for evaluation. A response letter and mailer have been sent to the facility.